Event description:
It was reported that the customer experienced high blood glucose levels, with coma and ketones. It was stated that the cannula was bent, and the customer did not receive an alarm from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.